Event description:
It was reported that during a surgical procedure, it was noted that the packaging of the bur would not peel open as specified. It was also reported that there was no delay and no adverse consequences as a result of this event. It was further reported another bur was readily available and the procedure was completed successfully.

Manufacturer narrative:
The reason for the serialization starting with 9616696-2013-90xxx is to provide clarification following a change in stryker's electronic complaint systems. The device packaging subject to this investigation was not returned for eval. Investigation results indicate the packaging material was brittle. The label for the device has a symbol indicating "sterile only if package is unopened and undamaged." An alternate packaging material has since been implemented to address this issue.